Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned for routine calibration and analysis found the upper and lower cases, ring cover and battery drawer were broken, the lead flex cover was contaminated and broken, the battery release and battery flex were contaminated, the side bail covers, side bails, ring and battery drawer o-ring were missing and that the battery contacts were compressed. (B)(6). (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.